Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital, (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent a "transurethral resection of the prostate" under general anesthesia. Upon completion of the procedure, the patient returned to the ward with an indwelling urinary catheter in place. On (B)(6) 2026, significant urinary leakage was observed; upon examination, the catheter was found to have dislodged, and the catheter balloon was discovered to be ruptured. The attending physician was notified to discontinue the indwelling catheterization.